Manufacturer narrative:
The investigation conducted by field service engineering concluded that the system issue experienced by the customer was associated with the left master tool manipulator (mtml) gimbal. The mtm gimbal is a subsection of the complete mtm arm, consisting of the links associated with the five axes of motion closest to the surgeon's hand. These axes measure the orientation of the mtm handle and the mtm grip angle. The gimbal is separated from the rest of the mtm by removing the platform link from the forearm link. The system was repaired by replacing the affected mtml gimbal. The mtml gimbal was returned to isi for failure analysis investigation. Engineering evaluation of the mtml gimbal found the gimbal grip levers had excessive play, thus confirming the reported complaint experienced by the customer. The gimbal grip levers were replaced. As of (B)(4), 2011, there have been no reported recurrences of the issue at this hospital.

Event description:
It was reported that during a da vinci sacrocolpopexy procedure, the surgeon experienced difficulty with the grips opening and closing for the instruments controlled by the left master tool manipulator (mtm). The patient had been under anesthesia for approximately one hour and 45 minutes when the surgeon decided to convert to open surgical techniques to complete the planned procedure. No patient harm was reported.